Event description:
It was reported that the atrial lead exhibited low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found an insulation abrasion at 28.0 cm to 28.3 cm from the distal tip. This likely contributed to the reported complaint.